Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One unused/unopened lf5544 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The investigation found the device that was returned was still sealed in the original packaging. The device had not been used. The clear insulation was intact and present on the returned device. The returned sample tested to specification. The customer is advised to return the incident sample so a complete evaluation can be performed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during the procedure through a trocar unit of 5mm, the insulation came off the lf5544 device and fell into abdominal cavity. The surgeon was able to recover the piece. There was no patient injury. The time of surgery was extended by 30 minutes, however, there was no extension of the incision and no conversion to open.